Event description:
It was reported that multiple cartridge alarms occurred during the load sequence with multiple cartridges. Additionally, it was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was in 115-179 mg/dl range.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction code 9 and alarm 20 issue was verified while the alleged cartridge alarm issue was verified in the pump logs; however, no failure was identified.